Manufacturer narrative:
Updated information: d9 device return date added. G1 MFR contact fax number added.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella 5.5 was inserted via the axillary graft site to support the 58 year old male patient admitted in with plan for surgery and subsequent post cardiotomy cardiogenic shock (pccs). The patient was on inotropes, vasopressors, and a vent for respiratory needs prior to the pump placement. The patient did present in scai stage c shock and all other underlying medica history was not shared. On the day of implant the pump was seen to alarm for "in aorta" and the team assed that the pump was in appropriate position and the hemodynamics were appropriate. The team made the decision to explant the pump with the positional alarms. There was no harm noted from the alarm and pump removal. The pump removal and replacement will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected d3 manufacturer fax. Corrected d4 serial number. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the false alarm cannot be established. The cause of the hemodynamic instability cannot be determined due to insufficient clinical details provided.